Event description:
(B)(6) reported the surface of the medial blade is damaged. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that one blade has a damaged surface and the other blade has a broken tooth. Unfortunately we can not determine the exact cause of failure in retrospect. We can only assume that high mechanical forces during using have led to these damages. Since the blades are lending-instruments we believe that the damages were caused by often use. The blades are already 6 years old and are therefore for a long time in use. For this reason, we examine this complaint as normal wear during long periods of use. No product fault could be detected. Placeholder.